Manufacturer narrative:
The date of event was corrected from (B)(6) 2017. The date of this report was corrected from (B)(6) 2017.

Manufacturer narrative:
The patient's age or dob, gender, and weight are unknown. Attempts to obtain the information has not been successful. A guide wire exchange was required to complete the procedure, resulting in prolongation of the case. Note: this is not reportable for a product problem since the tip separation occurred outside of the patient. Recurrence would not result in patient injury or death. Patient information regarding relevant tests/laboratory data or medical history is unknown. Attempts to obtain the information has not been successful. The angiosculpt device was returned for evaluation. Visual examination found a missing distal tip and a slight kink on the transition tubing. No balloon separation was observed. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The physician loaded the angiosculpt device onto a bmw guide wire but felt "sticky¿. The device was removed, but the balloon separated from the shaft and got stuck on the guide wire (prior to insertion into patient). A new guide wire was placed and the procedure was completed with a regular angioplasty balloon.